Event description:
It was reported that during a cholecystectomy procedure, the product was broken. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.